Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter in tubing. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd pegasus safety closed IV catheter system there was an issue with foreign matter in tubing. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 6111484. Our records show the reported lot was manufactured 5/17/2016 - 5/26/2016, and determined that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally the visual observation of the sample, submitted by the customer facility, was sufficient to identify the material located in the tubing of the device. Our investigation team determined that this is a piece of plastic from the extension tubing. Unfortunately they were unable to finalize the root cause for this complaint, as the material could originate from an abnormality in the raw material, or result from an interaction with the machinery. At this time, there is not sufficient evidence for either conclusion.